Manufacturer narrative:
(B)(4). Event evaluation - still under investigation.

Event description:
A (B)(6) male pt underwent initial evar on (B)(6) 2011 at hospital (B)(6). The physician placed a flex main body, and 4 iliac leg grafts. Over time, one of the leg extensions separated from the contralateral side of the main body. On (B)(6) 2013, at facility (B)(6), a physician placed another iliac leg graft to bridge the main body contralateral limb and also the existing leg extension. (The pt had a very angulated aortic neck which seemed to pull to one side which may have caused pressure on the junction point).